Manufacturer narrative:
The (B)(6) product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born on (B)(6) ((B)(6) kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a (B)(6) bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the patient's blood pressure dropped. It was confirmed via transesophageal echocardiogram (tee) that the patient had pericardial effusion. They also used an intracardiac echocardiography (ice) catheter to confirm the effusion. A pericardiocentesis is being done and 200 ml of fluid has been removed. The patient is stable. The reporter is unsure if the drain is going to be left in. The reporter states the patient does not need surgical repair at this time. The patient is going to stay overnight for observation. They were using an (B)(6) bi-directional navigation catheter,, webster coronary sinus catheter, 5 mm quad steerable catheter, and a soundstar catheter were all used. The maximum wattage used was 35 watts. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure, possible high force in right ventricle outflow tract. Medical intervention provided was pericardiocentesis. The patient outcome of the adverse event is fully recovered. The patient was discharged the next day. The patient did require extended hospitalization because of the adverse event. The patient was going to be a same day discharge pvc ablation but stayed the night. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event most likely occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was high flow 15 ml 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. All force visualization features were used: graph, dashboard, vector, visitag, and plus red screen flash at >40 grams. In timeline a force of 73 grams was noted during ablation for a very small (1 sec) time period. The visitag module was used, the parameters for stability used were 3mm 2.5 seconds 25% 3gs 3mm. No additional filter was used with the visitag. The color option used prospectively was time. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable the high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born on (B)(6) ((B)(6) kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the patient's blood pressure dropped. It was confirmed via transesophageal echocardiogram (tee) that the patient had pericardial effusion. They also used an intracardiac echocardiography (ice) catheter to confirm the effusion. A pericardiocentesis is being done and 200 ml of fluid has been removed. The patient is stable. The reporter is unsure if the drain is going to be left in. The reporter states the patient does not need surgical repair at this time. The patient is going to stay overnight for observation. They were using an thermocool® smart touch® sf bi-directional navigation catheter,, webster coronary sinus catheter, 5 mm quad steerable catheter, and a soundstar catheter were all used. The maximum wattage used was 35 watts. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure, possible high force in right ventricle outflow tract. Medical intervention provided was pericardiocentesis. The patient outcome of the adverse event is fully recovered. The patient was discharged the next day. The patient did require extended hospitalization because of the adverse event. The patient was going to be a same day discharge pvc ablation but stayed the night. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event most likely occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was high flow 15 ml > 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. All force visualization features were used: graph, dashboard, vector, visitag, and plus red screen flash at >40 grams. In timeline a force of 73 grams was noted during ablation for a very small (1 sec) time period. The visitag module was used, the parameters for stability used were 3mm 2.5 seconds 25% 3gs 3mm. No additional filter was used with the visitag. The color option used prospectively was time. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable the high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.

Manufacturer narrative:
It was reported that a male patient born on (B)(4)1941 (104 kg) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The physician¿s opinion on the cause of this adverse event is that it was the procedure, possible high force in right ventricle outflow tract. The device evaluation was completed 02-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 15-feb-2022, noted a correction to the 3500a initial as the physician information was not included. Therefore, updated section e. Initial reporter.